Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during procedure, the subject balloon would inflate and hold pressure but the working/irrigating channel was leaking just below the fill port at the proximal end. The procedure was completely successfully with a different balloon. No clinical consequences were reported to the patient due to this event. No other information was provided.

Event description:
It was reported that during procedure, the subject balloon would inflate and hold pressure but the working/irrigating channel was leaking just below the fill port at the proximal end. The procedure was completely successfully with a different balloon. No clinical consequences were reported to the patient due to this event. No other information was provided.

Manufacturer narrative:
Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual and microscopic examination of the returned subject balloon observed no visual anomalies noted to the subject device. Functional testing was performed, and the subject balloon could be inflated without difficulties; however, there was catheter shaft leakage. The reported subject balloon leak was not confirmed; however, the balloon catheter shaft was leaking under the strain relief. The balloon device did not meet specifications when received for complaint investigation based on the functional and visual anomalies noted to the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during the procedure, customer reported that the balloon would inflate and hold pressure, but the working/irrigating channel was leaking just below the fill port at the proximal end. The device was returned and there was no leak confirmed from the balloon, however the balloon catheter shaft was leaking under the strain relief. Further investigation identified that there was a fluid path to the hub to outer shaft bond causing the leakage. An assignable cause of not confirmed will be assigned to the reported ' balloon leaked during use', as there was no leak noted to the balloon. As the product fails to meet specification due to the manufacturing process at a stryker neurovascular manufacturing site, an assignable cause of manufacturing will be assigned to the analysed defect of 'balloon catheter shaft leak during use'.